Event description:
It was reported that the cannula did not deploy as intended indicating that a needle mechanism failure occurred. In addition, the patient reported redness and irritation at the infusion site (hip/buttocks) while the pod was worn for less than 1 hour. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 3357 pulses. During operation, the device was able to successfully deliver an immediate bolus following the priming sequence. No housing or environmental seal damage was found. The needle mechanism was reset and fired properly during the investigation. Inspection of the needle mechanism components found no damages or defects that would indicate the reported needle mechanism failure. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies that would result in irritation at the infusion site. The exact cause of the reported infusion site event could not be determined.